Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient's representative reported "capsular contracture grade iii", "pain and discomfort in breasts, polyarthralgia, muscle weakness, myalgia, burning, progressive swelling, and chronic fatigue", "psychological and emotional distress, permanent anxiety, fear, and insecurity. Patient lives with the anguish of carrying in body a device known to be defective and associated with a disease as feared as cancer". This record is for the right side. Device remains implanted. Return status is unknown.